Event description:
Pt was ordered to receive 20 mg loading dose of meperidine to initiate pca therapy. Rn programmed pump with morphine 1 mg/ml concentration rather than meperidine 10 mg/ml. Then programmed loading dose of "10" (thinking this was 10 mg of meperidine) meperidine 10 mg/ml syringe was inserted into pump. Loading dose given (100 mg of meperidine delivered). Pump set to deliver another "10" of meperidine. A total of 200 mg of meperidine was given. (Pca pump maximum loading dose for morphine 1 mg/ml is 10 mg, for meperidine 10 mg/ml is 100 mg.) Respiratory arrest ensued. Arrest detected immediately and was treated with mask ventilation and IV naloxone. Recommendations by rptr: change color of labeling on syringe, change color of plunger in syringe, highlight different concentrations in pump with color changes on screen or shading difference.